Event description:
The initial attorney report alleged pain after implant of composix kugel. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of umbilical hernia with a kugel patch and a laparoscopic cholecystectomy. On (B)(6) 2005 - pt underwent repair of incarcerated paraesophageal hernia with sutures. On (B)(6) 2006 - pt underwent repair of incisional umbilical hernia with composix kugel. Lysis of adhesions was performed. On (B)(6) 2007 - pt underwent incisional hernia repair of three hernia defects with two pieces of composix e/x mesh. Extensive lysis of adhesions were performed.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a kugel patch occurred, however, medical records were received identified another event. Based on the medical records provided it is unk whether the device may have caused or contributed to the reported event. The pt underwent repair of a incisional umbilical hernia with composix kugel mesh in 2006. The operative dictation notes the pt had a chronic cough and was using tobacco. The pt was also doing heavy lifting. One year later the pt developed three incisional hernia's just below and lateral to the previous repair. Extensive lysis of adhesions was performed. The pt has significant comorbidities including obesity, myocardial infarction, chronic pain syndrome and tobacco use. The pt developed a recurrence which is a known adverse event listed in the IFU. The pt was also treated for adhesions which is a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, it appears the mesh remains implanted. With the currently available info, no conclusion can be drawn at this time. See MDR 1213643-2007-00559 for info related to the kugel patch implanted on (B)(6) 2004.